Manufacturer narrative:
Product analysis : analysis could not confirm customer comment of the programmer screen freezing. Reloaded software as preventative. Hard drive health less than 100% . Re-imaged hard drive, reloaded and updated software as preventative. Replaced nylon standoff as preventative. Device passed all final functional and systems tests if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen froze on two separate occasions and displayed a message indicating "formatting report, please wait". Both instances occurred while interrogating the same model of implantable cardioverter defibrillator (ICD). The programmer was power cycled several times without success. A different programmer was used to interrogate the devices. It was noted that the device software installed on the programmer was a more recent version than the programmers that were able to successfully interrogate the ICD. It was recommended that the programmer be returned for service, but has not been received. No patient complications have been reported as a result of this event.